Event description:
It was additionally reported by the customer on 04september2018: no debris fell into the patient. The electrodes were not used close to metal. The electrodes were not buried in tissue.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI:(B)(4). Associated medwatch 1221934-2018-53456.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. UDI:(B)(4). Associated medwatch 1221934-2018-53456.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. H10 additional narrative: investigation summary - the complaint device was received and inspected. The complaint cannot be confirmed. A visual inspection revealed that the active tip of the device had some debris stuck to it and showed signs of usage. The device was forwarded to the manufacturer for further investigation into the reported failure. The device showed no evidence of charring or damage as would be shown from sparking and arcing. Furthermore, the suction tube of the device appeared clean with no obvious visible debris within the suction path. Ultimately, the complaint condition could not be replicated. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot part number: 225370 supplier lot number: u1803109 qty: 304 expiration date: 2021-02-28 release to warehouse date: 4-17-2018 supplier: gyrus manufacturing site :cardiff, UK any anomalies :none if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI:(B)(4). Associated medwatch report number: 1221934-2018-53456

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Associated medwatch 1221934-2018-53456.

Event description:
The customer usually orders product code 227204 (vapr premiere 90 electrode) but since this product code has been obsoleted, the customer was told that it was replaced by product code 225370 (vapr s90 4.0 mm). The customer ordered 5 units of product code 225370 (vapr s90 4.0 mm). During surgery with the same patient, the surgeon used 2 vapr electrodes (product code 225370), there were too many sparks generated during the use of the electrodes, they stopped using them. Update 15/06/2018: the surgery was completed using another electrode (227204) that was in their stock. The surgeon managed to complete the surgery. The surgeon reported that there was no patient impact even though the electrodes overheated, and generated sparks, he managed to change electrodes when they over heated. The incident generated a delay in surgery of about 30 minutes.